Manufacturer narrative:
B3: the events occurred within "the past 1-2 months" prior to reporting the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were packaged upside down. This was observed when the packages were opened in the surgical area as well as the IV team. When having to take the tubing out to attach a saline syringe, there was a potential to contaminate the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: f10/h6: health effect - impact codes (replace code). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.